Event description:
During a uterine contraction, a fragment of the needle holder broke off. The x-ray revealed a foreign object that appeared to be the broken off part. The fragment was successfully removed, as confirmed by a follow-up x-ray.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information: updated lot number information in section d4. The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).